Manufacturer narrative:
Related components of device system: model number/ catalog number: 720185-01, serial number: n/a, batch/ lot number: 1000313686, model/ catalog description: reservoir flat iz 100 ml.

Event description:
It was reported that the patient experienced unspecified issues with his inflatable penile prosthesis (ipp). The ipp device was removed due to unknown reason. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information received. The device was replaced due it was not working. The specific issue was not provided.